Event description:
In 2008, baxter received a report that a pt was administered saline - lot number 1710060010j7544 (believed to be braun solution) on three days earlier. After approximately 20 to 30 cc of fluid was administered, the pt noticed particles in the IV tubing. The nurse found one particle in the drip chamber and one in the tubing above the check valve. The nurse changed the set and hung a second bag of normal saline and a piggyback of rocephin and administered to pt. The pt left the hospital and returned a few hours later complaining of pain in his arm and "air under his skin." No redness, irritation, or swelling was noticed; so the pt was released. The pt returned a second time reporting pain traveling up his arm. The pt went to the emergency room. The nurse did not observe anything unusual. However, the pt was admitted to the hospital. An x-ray was performed and came back negative. The pt continued to complain of pain in his arm. The pt was sent to surgery. The surgeon opened his arm to examine it. The official medical report indicated everything was negative. The set and bag of solution have been sent to the facility's department of pathology for eval. The facility pulled all of their sets in inventory of this product code, then realized they had no inventory to use on their pumps so they have returned their inventory to be used. Although requested from the in-patient ward and risk management, additional demographics, medical history, and current status of the pt was not released.

Manufacturer narrative:
The facility is performing pathology tests on the set. The device has been requested by baxter quality management for eval, but has not yet been received. Should the set be received for eval, a follow up report will be filed upon completion of the eval or if additional info becomes available.